Manufacturer narrative:
Correction: product receipt date corrected to reflect 26apr2017. An incomplete event unit was returned to applied medical for evaluation. Items returned include the tissue bag, bead and clamp, and the cord loop assembly. Additional information regarding the event was requested, but not received. It is possible that the tissue retrieval bag was pushed off of the supports with an instrument during unraveling after deployment. The instructions for use (IFU) state that "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." If a force is applied in the distal direction rather than vertically, the bag may be pushed off of the supports. Additionally, it is possible that the unit was retracted prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." As the actuator portion of the device was not returned to applied medical for testing, the exact root cause remains unknown. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from applied medical team member, may 9, 2017: unfortunately I was not present for this case. The surgeon will use a grasper to help unravel the bag on occasion but I'm not sure if he used it on this case.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Lap chole - during the procedure the bag came off the prongs. Patient status - no patient injury.